Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to the lcd display cable to the led backlight module not connected firmly. The connector was reseated to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.